Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000123847.

Event description:
It was reported that the patient was unable to enter MRI. Troubleshooting took place but was unsuccessful. Upon further investigation system diagnostics recorded high impedances on the lead. Surgical intervention took place, and the during the procedure the physician noted both leads were scarred in together and couldn't remove the faulty lead without migrating the other, therefore both leads were explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.